Event description:
Dentist claims fractured implant however implant has no fracture.

Manufacturer narrative:
No implant fracture. Implant lost osseointegration after 15 years in situ. This was caused by bone loss from patient related periimplantitis.

Event description:
Dentist claims fractured implant however implant has no fracture.